Event description:
It was reported that the patient presented to the hospital for right ventricular (rv) lead explant. Device interrogation revealed that the rv lead exhibited varying capture threshold, high pacing impedance, and oversensing noise. Fluoroscopy was performed, and no defects were observed. During the procedure, insulation damage was noted on the right atrial (ra) lead. Both leads were explanted and replaced with new ones. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Only the distal portion of the lead was returned for analysis. The reported event of high impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported events of inadequate capture and noise were confirmed. Further analysis was performed, and visual analysis noted two internal insulation abrasions under the superior vena cava shock coil breaching the ring electrode and the superior vena cava cable lumen with one of the ring electrode cables abraded and, in both locations, the inner cable lumen intact. The cause of the reported events was isolated to the exposure of the coil on the ring electrode cable. Visual examination also found an external insulation abrasion breaching the sheath only with intact silicone insulation beneath consistent with friction to another device or patient anatomy located at the distal region of the lead. All other damages noted are consistent with procedural damage.